Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. No unexpected number ramping anomaly was noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported buttons are sticking and the numbers on the screen keeps running as if buttons are being held down. The blood glucose reading was 100 mg/dl. Customer stated she had a blood glucose reading of 50 mg/dl earlier. She stated she had been walking her dog and that something caused her to go low. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.